Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation, but photographs were attached, showing the tube with leakage. Twenty retained tubes from the same lot number were taken at random and drawn with sheep's blood. In none of the 20 cases did blood leak between the inner and outer tube walls. A review of the device history record revealed no irregularities during the manufacture of the reported lot# 5117177. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that blood leaked out of the citrate tube. There was no report of injury or medical intervention.